Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that all three leads of this this cardiac resynchronization therapy defibrillator (crt-d) showed an acute rise in pace impedance measurements that remained within normal limits and were likely to resolve once the patient's clinical status normalized. Additionally, the right ventricular (rv) defibrillation lead exhibited an acute rise to high out-of-range shock impedance measurements greater than 125 ohms. The patient was seen in-clinic the following week, and shock impedance measurements were stable with isometrics at approximately 131 ohms. There was no evidence of noise. During that time, the patient was noted to have been hospitalized for a heart failure episode, which likely correlated to the observed impedance changes. The rv lead was programmed to initial polarity and maximum energy shocks for continued monitoring. This crt-d system remains in service. No adverse patient effects were reported.